Event description:
It was reported the tsw35, tr35w, 512sd were used during a laparoscopic appendectomy. It was reported the device fired properly twice. During the third firing, the cartridge was ejected from the device and the staples did not close properly. It was reported the shield of the 512sd did not spring forward. There was no consequence to the patient.